Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, the user reported site redness of 2¿3 inches near a steel infusion set, along with rising blood glucose (bg) not responding to meal announcements. Bg measured 321 mg/dl on dexcom g7 continuous glucose monitor (cgm) and 350 mg/dl (fingerstick). The user also experienced a prior low of 68 mg/dl the previous night. During troubleshooting, the user accidentally primed the old tubing instead of the new one and, due to frustration and limited viable sites, disconnected from the pump and administered a manual insulin injection. Bg returned to 122 mg/dl later that day. The user's lowest blood glucose (bg) recorded was 68 mg/dl. Bg was corrected by manual injection. Symptoms included frustration, irritability, and stress. No medical intervention required or reported at the time of call.